Manufacturer narrative:
The lot number was provided, therefore the device history record was able to be reviewed, and no quality issues were reported. The sample was not provided for evaluation, therefore the root cause could not be identified. It was verified that this device is made with qualified, tested, and approved materials; and the device is made to meet specification requirements. A review of this product catalog number identified no trends being detected for this issue in the last twelve months. Awareness documented training was provided to the employees involved in the processing of this product in order to make them aware of this issue. We will continue monitoring customer complaints for issues of this nature.

Event description:
Face broke out in a blister like rash. She put on the mask and within an hour was covered in a rash. She will be seeking medical attention, and has a history of being placed on steroid cream. Customer did not want to provide specifics (age, weight etc).